Event description:
Caller reported occurrence of cartridge alarm 20 on two separate occasions. There was no adverse impact to the customer¿s blood glucose level. The customer will use multiple daily injections as a backup to ensure continuity in insulin delivery.